Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. The manufacturer¿s service technician determined that the touchscreen was inaccurate, and could not be properly calibrated. The manufacturer's service technician replaced the touchscreen and this corrected the issue.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 13 sep 2019. Date of report received: 17 sep 2019. The touchscreen assembly was returned to the manufacturer's failure investigation lab for evaluation. Optical inspection revealed yellowing on two corners, suspected inter-layer delamination/bubbling, and minor surface smudging/fingerprints. The touch screen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly failed to meet specifications. The customer's reported issue was verified. The returned touch screen assembly was found to be out of specifications. The screen was unable to be calibrated, and noted resistances were out of tolerance. The root cause was determined to be resistance drift of the screen that was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement.